Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was applied to the proximal and distal false lumens and the proximal and distal suture lines in a total arch replacement operation for an emergency aortic dissection. The surgery occurred (B)(6) 2012. When the pump oxygenator was stopped after completion of the total arch replacement (two hours after the bioglue was applied), there was bleeding from the proximal suture line. The aorta became lacerated when the doctor inserted a stitch to stop the bleeding. The pump oxygenator was applied again and the surgeon performed an aortic root replacement. The surgeon confirmed the bioglue was attached with the aortic intima but it was not appropriately attached with the adventitia in the false lumen when he opened the proximal suture line. The surgeon indicated the field may have not been dry enough when the bioglue was applied. Additionally, it was noted that the thickness of bioglue that was applied may have been less than 1mm. As such, an investigation was performed. The lot number was not provided; therefore, a review of manufacturing records could not be performed. Based on the information provided by the surgeon, it appears that the reported failure of bioglue to adhere to the adventitia in the false lumen was most likely caused by improper application of bioglue. The bioglue instructions for use (IFU) recommends that a 2 mm thick layer of bioglue be used between the dissected layers. It is possible the insufficient thickness noted in this report may be a result of compression during use. Prior to the availability of bioglue, grf glue was the primary glue used in (B)(4). Grf glue requires compression of the aortic wall after application to ensure polymerization. The surgeon may have been accustomed to using grf glue and assumed bioglue should be handled in the same manner. However, compression of the tissue would force the bioglue away from the site of application, leaving a layer that is not sufficiently thick for proper adherence to occur. The bioglue instructions for use (IFU) explicitly states the area of bioglue application should not be compressed. Additionally, the IFU clearly indicates that the operative field should be dried prior to application. Application to a wet field may prevent proper adherence from occurring. No further action is warranted at this time.

Event description:
Bioglue was applied to the proximal and distal false lumens and the proximal and distal suture lines in a total arch replacement operation for an emergency aortic dissection held on (B)(6) 2012. When the doctor stopped the pump oxygenator after completion of the total arch replacement, he found bleeding from the proximal suture line. The aorta was found to be lacerated when the doctor inserted a stitch to stop the bleeding. The pump oxygenator was applied again and the doctor performed an aortic root replacement. The surgeon confirmed that bioglue was attached with the aortic intima, but it was not appropriately attached with the adventitia in the false lumen when he opened the proximal suture line. The surgeon indicated the field may have not been dry enough when the bioglue was applied. Additionally, it was noted that the thickness of bioglue that was applied may have been less than 1 mm.